Event description:
It was reported that when using the bd pyxis¿ medbank mini, user attempted to issue medication for patient (orng\f\101485). The user indicated a need for pregabalin 150 mg, which was not stocked in the device. Alternate requests for pregabalin 100 mg and 50 mg were submitted; however, both requests were rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had an issue where rxverify rejected. A technical support specialist (tss) contacted the pharmacy, who advised that a new prescription with the correct dose was required. The tss called the customer back, relayed the information, and the customer acknowledged it. The system functioned as intended after the technical support specialist investigated the issue.